Event description:
Surgery took place sometime in (B)(6) 2010, however, salient was not aware of the details of the event until (B)(6) 2010. Surgeon reported a burn to a male patient. Patient was prone for a posterior gluteal sarcoma resection. Surgeon stated the aquamantys device was found under inner right thigh, activated. The injury was a burn 3cm full thickness, medial thigh. Surgeon stated that plastic surgery was consulted in the post-operative period and patient was taken back to the operating room for resection and primary closure of the skin. No problems healing in the post-operative period. The patient's current status regarding this injury is: healed. Surgeon did report device button seems to activate more easily than other similar devices.

Manufacturer narrative:
Based on the information provided by the user, it appears the device was inadvertently activated in such a way as to burn the patient. Instructions for use indicate isolation of the active device from tissue not intended to be treated and placement of device in holster when not in use. A review of lot history records and complaints revealed no reports of a decrease in the tactile feel or operation of activation buttons on salient disposable devices.